Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, implanted: (B)(6) 2017, product type: lead. (B)(4).

Event description:
Information was received from a consumer regarding a trial patient undergoing an advanced evaluation. It was reported that the patient had not had a bowel movement since tuesday, was concerned their nerve was dead or that the electrode was causing this; the patient had tried taking a stool softener already. The patient was changed to program 2 at 2.0 and did not feel it; it was noted the patient never felt stimulation even after the procedure. No further complications were reported/anticipated.